Event description:
It was reported that the one-link luer of a one-link standard bore extension set was unable to be connected to a non-baxter set during setup. The reporter stated that the one-link luer would not tighten, as if its threads were stripped. The nurse then replaced the one-link cap with a stand-alone one-link and was then able to tighten the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.